Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer to ¿go to pharmacy to get mdi. Customer declined follow up from tandem technical support to confirm backup therapy was obtained. Customer¿s blood glucose level was 360 mg/dl.